Manufacturer narrative:
(B)(4) suture broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and after suctioning a third-grade varix into the ligator head, the physician turned the handle to deploy the band; however, the thread of the ligator head detached from the trip wire. The procedure was stopped on that day and completed with another speedband superview super 7 device the next day. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.